Event description:
Revision surgery - the insert was worn out.

Manufacturer narrative:
The reason for the revision surgery was due to replace an insert with poly wear after 7 years and 4 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record was not completed due to lack of information. A review of the product complaint report history shows that this is the 14th complaint for this part number, first complaint for this lot number. The root cause for poly wear was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.